Event description:
Stent migration. An andrastent was used off label and migrated from the intended position and into the pa during expansion. The covered cp stent was being used as a bail out device but became entangled in the andrastent. The patient was sent to surgery.

Manufacturer narrative:
The device was not returned for evaluation. The production traveler (DHR) was reviewed and no issues were found. All devices in this lot met the criteria for release and distribution. There are no other associated complaints with this lot of devices. With the additional information provided by the hospital and the distributor, it was determined that the procedural complication was not related to the covered cp stent. The andrastent was being used off label for an unapproved indication. It was being used for an rvot stenting with a significant stenosis in the pa. The andrastent was being used to cover the pulmonary valve and stenosis, but dislocated. The dislocation was in the pa, but it actually moved towards the rv with more of the stent in the rv than intended. The stenosis was only partially covered by the andrastent, so it was carefully expanded, but not fully expanded. The covered cp stent was intended to go through the andrastent, past the stenosis, in order to fully cover the stenosis in case of rupture. A sheath was not used to deliver the covered cp stent because advancing a sheath and dilator into the stent may have shifted the andrastent or opened it more, causing a rupture. The stent became entangled when the covered cp stent arrived at the stenosis inside of the andrastent. The hospital clearly stated that it was possible that the stent may have been decoupled with more attempts, and more force, but at that point they considered further manipulation too dangerous as additional complications in the area could have been a severe emergency. They made the choice to send the patient to surgery rather than continue to manipulate the stents. The covered cp stent was being used as a bail out device due to an issue with the andrastent, but due to the unusual technique of advancing it without a dilator and sheath, it became entangled.